Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es barcode scanner was not scanning. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction occurred due to a communication port issue. A technical support specialist removed the communication ports (com3 and com5) and changed the communication port (com4 to com3) to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.